Event description:
It was reported that a half day infusor leaked from the blue winged caps. The device leaked after being filled with an unspecified amount of morphine sulphate. The customer performed a test by filling the device with methylene blue and after tightening the caps, the device still leaked.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 17, 2014 to february 19, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection did not identify any abnormalities that could have contributed to the reported condition. Therefore, the reported leak could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.